Event description:
It was reported that there was an elective replacement indicator (eri) message. It was noted that the message the patient was seeing on his screen indicated that the implantable neurostimulator (ins) battery was low. It was further noted that the device was still working. The eri message was noticed on the day of this report. Patient had an appointment scheduled with the doctor. It was noted that the patient had not typically checked his device and the last time it was checked was probably on (B)(4) 2013. Patient had some pain in his lower back that did not want to go away. Patient was concerned that the battery may die before seeing the doctor on the thursday following this report. Patient had worked with a manufacturing representative in the week prior to this report and had gotten the best programming. It was noted that the patient was concerned that potentially his battery had not lasted as long as it should have. Patient had thought 5-7 years. Patient settings had been between 2.8v and 3.05v for the entire time. It was later reported the patient was unable to adjust stimulation and was seeing a ¿call your doctor¿ icon. Patient noted that the battery on his stimulator was going out and needed to be replaced. It was noted that the morning of (B)(6) the patient was not getting stimulation; stimulation was still working but just not as strong. Patient was going to meet with manufacturing representative on thursday (B)(6). Additional information received reported that the patient did not have concerns with their device or therapy, just needs a new battery. Patient received assistance from their doctor and manufacturing representative and had surgery in 5 days. It was noted that the device worked great. Patient had a stimulator and the results had been excellent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).